Event description:
It was reported that stent damage occurred. A 2.25 x 28 synergy stent was selected for use. However, during unpacking, it was noticed that the stent itself was damaged. The procedure was completed with a non-bsc device. No patient complications were reported.